Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the very limited information it is not possible to conclude what caused the marginally increase in false lumen enlargement. However re-entries are know to cause false lumen growth. Endoleak is not observed. No evidence to suggest that product was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: zteg-2pt-32-200-pf-d ((B)(4)) and gzsd-36-164-2 ((B)(4)) were placed. On (B)(6) 2015: the false lumen in abdominal aorta area was measured as 19.5mm. Growth of false lumen compared to the time of discharge (6.5mm) was confirmed by CT angio at 3 months follow-up. Patient outcome: the patient's condition is unknown as not provided.